Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel without any resistance but decided to retract the coil in order to reposition it. While attempting to retract the coil, the physician did not mention any resistance; however, the coil unintentionally detached, leaving approximately nine centimeters of the coil out of the non-penumbra microcatheter. The physician then attempted to remove the microcatheter with the detached ruby coil inside; however, the remaining three centimeters of the coil ended up in the aorta. Therefore, the physician used a snare device to remove the detached coil without any further issues and decided not to place any additional coils. The physician ended the procedure at this point, deeming the existing coil pack satisfactory. There was no report of an adverse effect to the patient.